Event description:
A complaint was received regarding skin irritation while wearing the adc device and experiencing symptoms of infection described as "itching, red skin, and some skin peal off" at the sensor site. Hcp contact was made on (B)(6) 2022, and the customer was prescribed clindamycin 300 mg for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The sensor kit expiration date is (B)(6) 2022. The medical event associated with this complaint occurred on (B)(6) 2022 which indicates usage of the device beyond the useful lifespan. No additional investigation is required as the sensor was expired at the time of use, and the device met its specification lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.